Event description:
It was reported that the noise was found on the ventricular and atrial channels; also noted was sustained ventricular tachycardia and ventricular fibrillation episodes. The noise was reproducible with isometrics. The patient did not receive therapies and there were no other electrical anomalies. The patient was asymptomatic. Programming changes were performed resolving the noise.